Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40-400 range, which is misuse of the device. On (B)(6) 2026, at approximately 4:00 am, the patient¿s cgm alarmed, indicating a blood glucose level of 374 mg/dl. At that time, the patient was experiencing symptoms of a common cold, along with nausea and headache. The patient¿s mother checked his blood glucose via fingerstick, which read 440 mg/dl. The patient administered insulin through the pump, encouraged oral hydration with water, and checked his ketones, which were positive. Due to the elevated blood glucose levels and presence of ketones, the patient was brought to the emergency department. Upon arrival, his blood glucose was measured at 470 mg/dl; the cgm value was not checked at the ER. While in the emergency room, he was given insulin via injection, the insulin pump was placed in exercise mode, and zofran was administered for nausea. The patient remained at the ER for approximately five hours, after which symptoms improved and he reported feeling well. At the time of discharge, his blood glucose was 109 mg/dl, while the cgm was alarming for an urgent low. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid was taken upon discharge. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.